Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, during the procedure, a stone was crushed and the tip of the device detached. A balloon device was then sued, which was a planted part of the procedure, to remove the crushed stone. There were no attempts made to retrieve the tip of the device and the physician is not concerned about the tip remaining in the pt. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4): tip detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplement medwatch will be filed. (B)(4).